Event description:
Atrial lead position check failed on (B)(6) 2021 no issue noted, lead trends have been stable.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).